Event description:
It was reported that during a coronary stent procedure, the stent dislodged and remains in the pt. The lesion was pre dilated with a crossail balloon and another MFR's stent was placed proximal to the circumflex lesion due to a dissection. The lesion was re dilated and the physician attempted to place the express2. The physician was unable to cross the previously placed stent and elected to retract the delivery/stent device back into the guide catheter. During retraction, the stent dislodged in the left main trunk. Attempts to retrieve the stent were unsuccessful. Pt status is listed as "good."